Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived on site to address the reported event. Fse verified the loader step feed failure, then adjusted the sample loader by one axis flag to correct the issue. Fse was subsequently able to run several rack rotation tests and a daily check with no issues. No further action was required by field service. A complaint history review and service history review for similar complaints was performed for the (B)(4). There were two similar complaints identified during the search period. The instrument was installed at the site on (B)(6) 2018. The aia-900 operator's manual chapter 12- flags and error messages was reviewed. 2300 s. Loader step feed failure the aia-900 operator's manual under chapter 12- flags and error messages, states the following: the aia-900 operator's manual indicates that the 2300 s. Loader step feed failure error message is generated when the pitch sensor s071 fails to go on after the step feed. The operator is instructed to check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives, check s071 and the step feed mechanism. The most probable cause of the reported event was due to the x1 sensor flag being out of alignment.

Event description:
It was reported that the customer received "2300 s. Loader step feed failure" error while advancing the sample rack with their aia-900 analyzer. The customer stated that the sample loader advanced once or twice, and then the error occurs. The customer attempted to troubleshoot by rebooting and performing an "eject and rack rotation"; however, the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for (B)(6), there was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption numbere 2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.